Event description:
This was a procedure to extract three cardiac leads due to a cied system/pocket infection. The leads were prepped with spectranetics lead locking devices. Multiple devices were utilized to work down the svc and free up the lead. During use of a spectranetics 16fr sls laser sheath, without the outer sheath, it was advanced to the rv distal coil and progression stalled. A spectranetics tight rail mechanical dilating sheath was used to the midpoint of the distal coil. The spectranetics sls was re-inserted and advanced to the rv coil and tip, which released the lead and it was extracted. Hemodynamic changes were noted by anesthesia. A pericardiocentesis was performed as was a sternotomy to repair a laceration to the svc/brachiocephalic area. The patient did not survive the procedure. This report will be made against the 16fr sls as a potential mechanism of injury.

Manufacturer narrative:
Follow up providing a correction to cardiac lead models and to provide device and patient codes. H3 other text: placeholder.

Manufacturer narrative:
Follow up providing a correction to cardiac lead models and to provide device and patient codes.